Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that, while the forceps were not stuck in the forceps elevator, there was an obvious resistance felt when the forceps were passed through the channel. Other observations for the device: leaking in the insertion section; suction cylinder and switches are worn; light guide bundle was likely broken; nozzle was slightly deformed; and charge couple device cable did not have length mark. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during reprocessing there was resistance experienced in the channel and the forceps were stuck in the forceps elevator. There is no patient involvement. There was no impact on the intended procedure which was completed with another device. Upon evaluation of the returned device, it was observed that while the forceps were not stuck in the forceps elevator, there was an obvious resistance felt when the forceps were passed through the channel.